Event description:
It was reported that during the use of bd vacutainer® ultratouch¿ push button blood collection set, blood splashes and stained the nurse¿s clothing and post a risk of bloodborne infection on one (1) device. No other patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer's photo depicts a device with blood leakage in the sample and on the wing. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® ultratouch¿ push button blood collection set, blood splashes and stained the nurse¿s clothing and post a risk of bloodborne infection on one (1) device. No other patient or user impact reported.